Event description:
It was reported by a customer that on (B)(6) 2011 the fiber card was not permitting function at 268, 729 joules. No pt injury was reported.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The failure analysis disclosed that the fiber cap was fractured and partially broken. The bevel area was broken or melted. Burnt glue on the bevel portion was evident. The fiber cap condition would result in fiber damage/cap fracture. The joules verified on the fiber card were 268, 720 joules. The root cause of the device failure was determined to be tissue contact and embedment. The product labeling (product insert 0127-1410) warns that tissue contact or tissue probing may cause fiber damage or breakage.